Manufacturer narrative:
The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot number was not provided by customer so device history review was not performed, the handpieces met all qa specifications prior to being released, including adequate sterilization. Note: possible causes of uterine perforation could be a result of sounding, dilation, or handpiece insertion and was appropriately detected by the uit. The use of an absorbable hemostatic powder for a uterine perforation is at the physician's discretion and does not indicate the severity of the perforation. Uterine perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum.

Event description:
It was reported that post a laparoscopic salpingectomy, the treating physician attempted an endometrial ablation using a minerva es device. The uterine integrity test (uit) was attempted twice and failed both times. The treating physician re-entered one of the existing laparoscopic ports to visualize the uterus where a uterine perforation was observed. A decision was made to prophylactically use an absorbable hemostatic powder on the perforation and the ablation was aborted.